Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment with 2- debranching for an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag). On an unknown date, a follow-up exam confirmed a proximal type I endoleak. On (B)(6) 2024, a reintervention was performed to treat the endoleak. An additional ctag was implanted proximal to previously implanted ctag. Also, the brachiocephalic artery was relined with gore® excluder® iliac branch endoprosthesis using ribs (retrograde in situ branched stent grafting) technique. The patient tolerated the procedure.